Event description:
In 02/2001 the end-user called metronic minimed, USA and stated that a leak was found at the luer lock. High bgs. On 03/2002 maersk medical a/s received the complaint and 1 used tubing.